Event description:
When the device was interrogated, it was confirmed that the therapy was off. And then when performing impedance measurements, it was confirmed that the therapy was on. We were requested to analyze the ram dump data regarding this phenomenon. Device currently remains implanted. Should additional information be received this file will be updated.